Manufacturer narrative:
The device was received for evaluation. During functional flow line testing, the device failed for downstream occlusion. A review of the event history log revealed multiple ¿downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream sensor which could not be calibrated. The force sensor requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.